Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to noise produced by subclavian crush. There were no adverse patient events reported. Should additional information be received this report will be updated.